Event description:
Per varian software engineering: load a field, unload the same field, and reload this field could result in incorrect rotation, collimator rotation, & wedge mu values displayed in varian treatment for non-varian linacs. Rotation, collimator rotation, & wedge mus displayed in varian treatment for non varian linacs my be incorrect for english, german, spanish, and french with version 6.6.5042 should the comma value separator (,) be used instead of a decimal separator (.). Example: 0.6 (decimal value separator) 'using comma value separator '0,6' this become "6" example: 10.6 (decimal value separator) 'using comma value separator '10,6' this become "10" this could have an adverse effect on pt treatments should this go unnoticed by rtts.

Manufacturer narrative:
The wedge mu value is processed incorrectly in an environment where comma is used in place of a decimal. The problem occurs on non varian treatment application connected with elekta, siemens, ge saturne (excluding wedge mu on ge saturne) when the user has the regional setting set to use comma separators. A field with motorized wedge is loaded in the application through queue. Unload the field and reload it using queue again. The field parameters having decimal values are incorrect e.g. Wedge dose, gantry angle, couch and collimator angle. The first loading of the treatment plan would be delivered as prescribed. Subsequent treatment plans loaded would result in an undetected misadministration (under dosage of as much as 100% with wedge in place). The wedge mu number is a divider- since the number is normally less than one, it has the effect of increasing the mu setting to achieve the desired delivered dose. The malfunction causes the comma delimiter to be ignored, so 0,9 becomes 9 - reducing mu by 90% instead of increasing by 11%. If undetected, this malfunction could result in a misadministration that approaches 100%. Once the comma separating setting is established this will occur continuously until the application is restarted. The misadministration will be undetectable following treatment because the treatment will be recorded back into the plan history as the prescribed dose. There have been no reports of actual pt mistreatments due to this issue. However, a product notification letter will be sent to affected customers all corrective action will be reported under the guidelines of 21 cfr part 806. No follow up reports are anticipated.